Event description:
It was reported that during a colectomy procedure, there was a steady tone and the equipment did not work. A piece broke after the surgery due to handling issue. There was no reported pt consequence.